Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began when she first obtained the meter in (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿467, 280, 180 and 90 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that she manages her diabetes with a combination of oral medication (metformin 500mg twice daily; januvia 100 mg once daily). As a result of the alleged issue, the patient claimed she attended the doctor¿s office at an unspecified date in (B)(6) 2017 where was prescribed additional oral medication for diabetes (glipizide 10 mg). The patient reported that at the time of the visit, she received an hba1c result of 7.8%. During the call, the patient reported that after the additional medication was prescribed, she developed symptoms of ¿dizziness and shaking¿; symptoms she associated with low blood glucose. It was not reported if the patient received any treatment for the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips were in good condition. The csr documented that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate readings on the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.